Event description:
It was reported by service report that the fowler is damaged and cannot be lowered electronically or manually. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: ball screw, fowler weldment.